Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended the use of mineral oil to help insert the lead into the header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device the physician experienced a lot of difficulty inserting the left ventricular (lv) lead into the device header. The device setscrews were loosened two separate times before the lead was successfully interfaced to the device. No adverse patient effects were reported.